Event description:
This is a returned loaner device. There is no reported harm to any patient or persons. Upon inspection of the returned device, it was observed that the forceps elevator had foreign material. This medwatch is being submitted for foreign material found on the forceps elevator during device inspection.

Manufacturer narrative:
The device is returned and an evaluation completed for it. Upon inspection of the device, it was observed that the forceps elevator had foreign material. Other incidental observations for the device are: adhesive on distal end rubber coating (a-rubber) has a crack; a-rubber has discoloration; connecting tube has a buckling; insertion tube protector (ig protector) has a cut; control unit is dirty; right/left (r/l) knob and up/down(u/d) knob are dirty; universal cord has a scratch; light guide (lg) cover glass has corrosion; due to wear of angle wire, bending angle in all directions does not meet the standard value, the play of u/d knob is out of the standard value,and the play of r/l knob is out of the standard value; and due to wear of k-wire (forceps elevator coil), the forceps raising angle does not meet the standard value. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the type of material cannot be identified. It is likely the reprocessing steps in accordance with instructions for use were not conducted due to failure of forceps elevator function of the subject device. As a result, the foreign materials remained on forceps elevator. However, a specific root cause could not be identified. The event can be prevented by following the instructions for use which state: ¿(reprocessing manual) ¿possibility that insufficient cleaning, disinfection or sterilization of device may pose an infection-control risk to the patients and operators who perform the following procedures using device. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.